Manufacturer narrative:
The facility did not request service. No samples were returned for evaluation. There was no sample returned for evaluation and no additional info provided related to this event. For this reason, steps could not be taken to replicate or confirm the reported event and the root cause is therefore unknown at this time. (B) (4). (B) (4). (B) (4).

Event description:
Adverse event(s): "no patient injury was reported" (no consequences or impact to patient). Product problem(s): "a system message displayed" (device displays error message). The surgeon reported a system message displayed during set up. The event occurred during an emergency case with the weekend staff. The nurse was setting up the case and a system message came on and she hit "ok" to bar code not detected. The bar code is disconnected because the surgeon uses a curved laser probe on another system. The nurse hit "ok" to laser code. When the surgeon requested the laser probe, the laser would not work. The surgeon called the company sales representative to assist with troubleshooting. The company sales representative advised the surgeon to stabilize the eye and reboot the system. The surgeon was able to complete the case. No patient injury was reported.